Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument is chipped and cracked on plastic tip. The procedure was with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley near the outer part of the yaw pulley. Broken piece(s) is missing as a result breakage. Size of missing piece is approximately 0.95mm. The component surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The common causes of the failure mode bipolar instrument with a broken yaw pulley are typically attributed to the user, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.